Event description:
Major pump unit(s) involved: blood pumpspecific component(s) involved: other component malfunction, specify

Event description:
Major pump unit(s) involved: blood pump. Additional text: burned out bearings. Specific component(s) involved: other component malfunction, specified. Other component: pump. Causative or contributing factor: no specific contributing cause identified. Intervention(s): replacement of pump. Implant device type: lvad.